Manufacturer narrative:
Concomitant medical products: 638bl28 heart band, 690r30 heart ring, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) lead failed. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.